Manufacturer narrative:
The customer evaluated the ventilator and determined that replacement of the user interface module fixed the reported issue. The carefusion failure analysis technician will evaluate the alleged defective part if its returned to the manufacturer.

Event description:
The customer reported that the ventilator user interface module (uim) does not power up, only the led's on the membrane panel are lit up and that the power supply voltage for the uim is correct. No patient involvement.